Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging), unused silicone foley. Visual inspection of the sample noted no obvious visual defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested for 30 minutes without leaks and passively deflated in 44.27 seconds without issue or cuffing, returning 10ml of solution. This met the specification "balloon shall inflate and deflate normally with use of syringe". Although the reported failure was unconfirmed, the most likely potential root cause could be aspiration. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate a balloon during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate a balloon during a pretest.